Manufacturer narrative:
(B)(4).

Event description:
Approximately three years post procedure, the patient presented with shortness of breath and echocardiography confirmed leakage of the aortic valve bioprosthesis. The valve was explanted and another valve (unknown manufacturer) was implanted. The patient was reported to be recovering without complications.

Manufacturer narrative:
(B)(4). The results of this investigation indicated all three cusps were fibrotically thickened and contained tears. There was fibrous pannus ingrowth on the inflow and outflow surfaces of cusps 2 and 3. There was a thin layer of fibrin on cusps 2 and 3. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.